Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The device was returned and evaluated, and the investigation for the reported display issue has been completed. Console logs from the reported day of event are mostly consistent with complaint and show that despite "piston blocked" alarm, the priming was eventually successful. Operators might have been unaware of that fact and attempted to repeat priming procedure - but since this step was already concluded, it may have appeared as if priming procedure was not being executed. Aic was power-cycled, and pump re-connected to console several times, as the means of troubleshooting of a perceived problem. After the first connection, pump was initialized and operational parameters recorded in its eeprom. These events were subject of separate investigation which concluded that there was no malfunction of either pump or purge cassette, and any perceived malfunction of aic could be explained by a combination of operator error (not inserting purge cassette fully into purge assembly) and use issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During priming, the automated impella controller (aic) produced a "purge system failure" alarm. A purge system failure alarm occurred during priming, and when priming was performed again after restarting, the procedure screen was skipped and the screen suddenly switched to the pump position screen. The device was replaced, no report of harm or injury to the patient.